Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. The medical doctor was concerned for possible ischemic leg due to small vessels and vasculature after the impella sheath was inserted. The impella cp was removed with good distal pulses. The patient expired. Additional information was received. The patient did not expire as a result of the failure events. Per the medical doctor, it was prolonged downtime and acidosis that led to this. The product is no longer available.

Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. No product was returned. Ischemia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Difficult to advance: the cause of the difficult to advance was determined to be patient condition as the patient had small vessels and vasculature preventing successful delivery of impella. Device history review: the device passed all post sterile inspection checks.